Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the ion-selective electrode (ise), cleaned the ise stack and rebuilt the pump. The cse ran calibration, quality controls and coefficient of variation (cv) checks, all of which were acceptable. The cause of the discordant, falsely elevated chloride result on one patient sample was related to the electrode malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated chloride (cl) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia 1800 instrument, resulting lower. The repeat result from the alternate advia 1800 instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride result.